Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, upon completion of lap abdominal surgery, a small piece of the port of the trocar was noted to be missing from the base of the port. The piece could not be retrieved. The fragment could not be found. Post op course uneventful.